Event description:
During a procedure, changing the right subclavian central venous catheter (cvc) over a guide wire, the guide wire itself uncoiled upon removal. Post procedure, a chest x-ray was evaluated (routinely to verify placement and condition). Physician discovered a foreign body via the x-ray. CT was ordered and performed which confirmed foreign body in the pulmonary artery supplying the right lower lobe of the lung. Angiography was consulted and patient underwent a retrieval procedure of foreign body.